Event description:
The customer reported that they had a "cidex spill and it was a whole bottle that spilled on the carpet." Customer reported that there were no physical issues. Customer reported that she had the spill cleaned up and the msds.

Manufacturer narrative:
Solution spill.